Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the cause of the stimulation being felt at the ins site was normal stim response, and it continued to control accidental bowel leakage. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient could still feel stimulation, but it wasn¿t doing anything. The patient stated they were doing perfect and then they thought they ate too much one night and then nothing. The patient stated they had been constipated and had been taking miralax the last 3 days. The patient was advised that the device was indicated for fecal incontinence, not constipation and the patient stated they knew it was implanted for both. Syncing with the programmer showed stimulation was on at 1.8von program 1. The patient increased stimulation to 2.0v on program 1 and stated they felt the stimulation at the ins site. The patient was advised to contact their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that their device was not working any more. No further complications were noted or anticipated